Event description:
Patient was receiving electrotherapy treatment when she complained of a shock sensation in the area of the treatment. The patient was being treated for lower back pain. The clinician prescribed the premod electrotherapy waveform in adjunct combination with moist heat therapy. The treatment time was intended for 20 minutes. The premod wave form was to be applied at a frequency of 80 to 150 hz via adhesive 2x3.5 electrodes. The patient was positioned in the sideline position with the electrodes applied and the moist heat packs applied directly over the electrodes. Upon the start of the treatment, the patient complained of a shocking sensation. The clinician stopped the treatment and replaced the electrodes and lead wires. The clinician restarted the treatment and the patient complained of the same sensation. The clinician terminated the treatment.

Manufacturer narrative:
Awaiting return and evaluation of the device.